Event description:
Biopince core biopsy needle would not engage during a radiology procedure, biopsy instrument.====================== health professional's impression======================needle would not engage.